Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room via ambulance and was subsequently hospitalized with a low blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "low," however, specific blood glucose (bg) value was not provided. Reportedly, the customer lost consciousness and subsequently injured their head and had a broken finger. Prior to going to the ER, the customer consumed chocolate and a banana to address the bg level. No treatment was received in the hospital. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.